Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited over sensed noise leading to pacing inhibition. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: the lead was not explanted as previously reported. Instead, the lead was capped and replaced on (B)(6) 2024. Field d6b should be blank.